Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included multiple 30 joule testing and visual inspection without duplicating the malfunction. The electrodes were scrapped onsite. No trend is associated with reports of this type.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device failed self test with the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.